Event description:
Home pt (hp) contacted baxter's technical service center for assistance during priming of homechoice set. Hp reported solution was dripping from the door of the homechoice machine and tiny air bubbles were noted in the pt line. Technician assisted the hp in discontinuing use of current setup. Hp reported that they resumed set up with new supplies, and therapy was completed without incident. No pt injury or medical intervention reported per hp.